Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient had an accolade tmzf stem, 36mm +5 lfit head and trident cup in 2004 and presented with pain. X-rays appeared fine but when doctor explored the hip black staining of the tissue was evident and there was trouble disengaging the femoral head. Update per sales rep on 26-oct-2016: during this revision only the head, shell and liner.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the black staining of the tissue was evident at the time of revision surgery cannot be confirmed as corrosion without a medical review and mar. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had an accolade tmzf stem, 36mm +5 lfit head and trident cup in 2004 and presented with pain. X-rays appeared fine but when doctor explored the hip black staining of the tissue was evident and there was trouble disengaging the femoral head. Update per sales rep on 26-oct-2016: during this revision only the head, shell and liner.